Event description:
Balloon tore at union of hub while in pt. When balloon catheter was pulled back, it was noted that a portion of the actual balloon was missing. Balloon did not come out as a unit. Pt required emergency coronary by pass surgery.